Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan, identified that one of the limbs perforation through the anterior superior endplate of the l3 vertebral body.

Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan, identified that one of the limbs perforation through the anterior superior endplate of the l3 vertebral body.